Event description:
Customer reported cracks on the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 355 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked lcd window on bottom left side corner and cracked reservoir tube lip.